Event description:
It was reported that the patient with this electrode received a shock while they were sleeping on their left side. The patient was seen in the hospital, and a review of device memory confirmed the shock was delivered inappropriately due to oversensing of non-physiologic noise in primary vector. Additionally, multiple similar untreated episodes were recorded. On provocative maneuvers at the pocket level, the physician found the presence of similar noise on the permanently activated primary vector. The physician therefore decided to reprogram the sensing vector on alternate 2x and monitor the patient more closely via the latitude remote patient monitoring system, scheduling an outpatient follow-up next week. Technical services (ts) was also consulted, and their findings and suggestions were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. In conclusion, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode received a shock while they were sleeping on their left side. The patient was seen in the hospital, and a review of device memory confirmed the shock was delivered inappropriately due to oversensing of non-physiologic noise in primary vector. Additionally, multiple similar untreated episodes were recorded. On provocative maneuvers at the pocket level, the physician found the presence of similar noise on the permanently activated primary vector. The physician therefore decided to reprogram the sensing vector on alternate 2x and monitor the patient more closely via the latitude remote patient monitoring system, scheduling an outpatient follow-up next week. Technical services (ts) was also consulted, and their findings and suggestions were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this electrode received a shock while they were sleeping on their left side. The patient was seen in the hospital, and a review of device memory confirmed the shock was delivered inappropriately due to oversensing of non-physiologic noise in primary vector. Additionally, multiple similar untreated episodes were recorded. On provocative maneuvers at the pocket level, the physician found the presence of similar noise on the permanently activated primary vector. The physician therefore decided to reprogram the sensing vector on alternate 2x and monitor the patient more closely via the latitude remote patient monitoring system, scheduling an outpatient follow-up next week. Technical services (ts) was also consulted, and their findings and suggestions were discussed. Besides the inappropriate shock, no other adverse patient effects were reported. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service.